Event description:
Fluoroscopy displayed externalized conductors. Further information is not avaialble at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.